Event description:
Boston scientific received information that this patient called patient services (ps) and stated that she passed out and hit her head. Ps advised her to see her physician. Boston scientific sales representatives contacted the patients physician and this patient has not been seen, she scheduled and appointment but then cancelled it. So it is unclear what the cause of they syncope was. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.